Event description:
It was reported that a spectrum pump had a persistent door latch error. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door not fully latched messages which were not reproduced during evaluation. During the event history log review, the messages were confirmed. The device recognizes a closed door and runs an infusion as expected.